Event description:
It was reported that the pt had a history of obstructive pulmonary disease and hypertension, and presented with acute respiratory failure. A catheter was being inserted. Asepsis and antisepsis was performed and under sedation with a single puncture using the seldinger technique, the catheter and dilator were inserted. However, upon removal of the swg, it began to unwind, so the procedure was stopped. The swg was removed in its entirety and without complications, and a new kit was opened and used to successfully complete the procedure. It is unk if these issues caused a delay, however, there was no reported death or complications and the pt is satisfactory at the time of reporting. Drug/concentrations administered: ipratropium bromide 4 puffs every 4 hours, beclomethasone 3 puff every 8 hours, ampicillin sulbactam 1.5g every 6 hours, enoxaparin 40 mg sc, methylprednisolone 125 mg every 8 hours, amlodipine 10 mg every 12 hours.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.